Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from the USA stating that the device's hose was damaged. It is unk that the device was being used during surgery. It is unk if there was injury or medical intervention. There was no additional information provided.